Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their infusion set and reservoir had air bubbles during fill process. The customer was assisted with the proper handling of filling the reservoir. The customer's blood glucose ranged from 400-500 mg/dl. Customer did not troubleshoot for high blood glucose readings. Customer was advised the infusion set/reservoir will be replaced anf agree to return the products for analysis.

Manufacturer narrative:
Evaluated seven open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion no air bubbles.